Event description:
The customer reported a leak when using the coulter act diff analyzer. Approximately 3 drops of fluid leaked from the aspiration probe in the analyzer while running quality control samples. The leak was not contained. The customer also reported the instrument was generating aperture alerts (x) on the wbc (white blood cell) parameter. The customer only ran controls on the analyzer; patient samples were not run on the analyzer during the event. The operator was wearing gloves when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from the probe due to valve vl10 not closing fully. The fse replaced vl10 resolving the probe leak. The fse also confirmed results were recovering with wbc (white blood cell) aperture alerts. The fse found the wbc count valve (vl17) was faulty. The fse replaced vl17 resolving the issue. The fse performed a disinfect cycle on both the wbc and rbc (red blood cell) baths as part of troubleshooting. (B)(4).